Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -9.0 diopter, implantable collamer lens, into the patient's right (od) eye on (B)(6) 2021. After insertion, the pupil shrunk down before the surgeon could get the lens in place. Patient contact (lens touched the eye). No patient injury. Lens tore during removal and back up lens was implanted in second surgery on (B)(6) 2021. This resolved the problem. Anterior chamber irrigation/evacuation of visco/fluids, intraoccular injection(lido 1%, phenyl 1.5%). Dilating drops given in pre-op(phenyl 2.5%). Cause of the event is reported as patient related factor, pupil too small. Reportedly, "no concerns from patient or md."

Manufacturer narrative:
Additional information: h3. Device evaluation: lens was returned in vial, dry, residue/debris on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).